Event description:
It was reported that during installation an out of the box failure occurred, the cardiosave intra-aortic balloon pump (iabp) unit had a safety disk failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed unit failed to start up the test and has an issue with the power-up test failing code#12. The fse confirmed the failure and to fix this issue he replaced the front-end board (d670-00-0769). There was no patient involvement, and no adverse event was reported. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h10. A getinge field service engineer was dispatched to investigate the issue. The fse completed unpacking and installation checkout for the unit. The unit failed initial startup test, power up test fails code 12. The fse then performed the install and it was determined that the front-end board needed to be replaced. The fse then performed pm/repair on unit. All cardiosave iabp pm services were completed. Full pm, calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The unit was then returned for clinical service upon completion.